Event description:
It was reported intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. To address the problem, the customer cleared the alarm and resumed insulin delivery. Tandem technical support was involved and it was decided to proceed with sending a replacement pump as troubleshooting attempts had been exhausted.